Event description:
Follow-up was conducted and from the information obtained it was reported that the cause of atrial undersensing was determined to be the outcome of an atrial ablation procedure performed prior to this event. At the recent follow-up the atrial lead is sensing appropriately. The physician believes trauma from the rfa procedure resulted in the observed undersensing. The lead continues to remain in use.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 implantable pacing lead (B)(6) 2008; 694765 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that there was intermittent atrial undersensing on the atrial lead. It was also noted that there was a tachy episode where wavelet matches were good, greater than eighty percent, but the ventricular rate was greater than atrial due to atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.